Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that during treatment, the patient experienced long drain times and required multiple stat drains. The cycler displayed 19 scale reading errors and the patient experienced a net uf of 8638ml. According to the treatment data, the patient experienced iipv (increased intraperitoneal volume) of greater than 200%. Upon follow up with the patient's nurse, it was stated that the extra fluid was relieved by a stat drain the next morning. No antibiotics or medical intervention were administered. No patient adverse event or injury occurred. The patient is currently completing treatments with no issues.